Event description:
The pt reported his blood glucose reading was 480 mg/dl yesterday evening. He stated his blood glucose reading before he went to bed was 280mg/dl and it was 180 mg/dl this morning. At the time of the call, he reported his blood glucose reading was 350mg/dl. He stated his physician recommended blood glucose range is 80-100 mg/dl. He stated that immediately prior to the call, he discovered he had "10 inches" of blood in his tubing. He said he experienced muscle fatigue and weakness while his blood glucose was high and corrected it by injecting a bolus of insulin. During troubleshooting, the pt was advised to change his infusion set and tubing immediately. He was asked to disconnect from his infusion head set and perform a bolus which was done without error. Samples of an infusion set with a shorter cannula were sent to the pt. Further attempts to contact the pt for follow-up were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.